Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during a coil embolization procedure the orbit mini complex fill coil unraveled/stretched in the patient. There are no patient or lesion details available. During coil embolization procedure, the orbit mini complex fill 3x4 coil ((B)(4)) was advanced into microcatheter, the physician found the coil was stretched under x-ray. Then the physician withdrew the coil and changed another one to complete the procedure. The patient was fine. An adequate continuous flush was maintained through the ev 3 (mc) microcatheter at all times, and after the event, the same microcatheter was utilized to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam. No damages were noticed after it was reshaped. No resistance occurred when the coil was inserted in the microcatheter, and no kinks were noted in the mc that may have contributed to the event. The coil/delivery system made out of the distal end of the microcatheter. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. The gripper and the embolic coil were inspected under microscope, the griper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kink found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaint of unraveled/stretched was confirmed on analysis as well as kinks noted on the product. These damages were unrelated to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed failures.

Event description:
During coil embolization procedure, the orbit mini complex fill 3x4 coil (637mf0304) was advanced into microcatheter, the physician found the coil was stretched under x-ray. Then the physician withdrew the coil and changed another one to complete the procedure. The patient was fine. An adequate continuous flush was maintained through the ev 3 (mc) microcatheter at all times, and after the event, the same microcatheter was utilized to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel and steam. No damages were noticed after it was reshaped. No resistance occurred when the coil was inserted in the microcatheter, and no kinks were noted in the mc that may have contributed to the event. The coil/delivery system made out of the distal end of the microcatheter. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery systems.